Event description:
The customer received questionable results on ion selective electrode- chloride (cl) for an unknown number of patients. Data was provided for one patient sample that was considered erroneous. All results are in mmol/l. The patient sample had an original cl result of 94.2. The sample was repeated, on an unknown modular analytics analyzer, and a result of 105 was generated. The original result was reported outside of the laboratory, and a corrected report was issued. No adverse event was alleged for this event. The lot number of the cl electrode was not provided. The field service representative found that the o-ring on the ion selective electrode-potassium was leaking air into the system. He replaced the electrode, primed the system and checked for air in the electrode path. He performed checks, calibration,qc and a precision run; all of which met specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.